Event description:
It was reported the device was used during a right colectomy procedure. It was reported the surgeon fired the tct75 during the procedure. The surgeon needed to cauterize some small bleeders. It was reported postoperatively the pt required 2 units of blood. It was reported the pt is now doing fine.